Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Diagnosis: stress urinary incontinence procedure: cystoscopy, mesh placement of abdominal approach, transvaginal. Complications: vaginal discomfort with dyspareunia and has point tenderness in the area of her sling. The patient experienced vaginal pain, status post prior sling surgery and underwent vaginal exploration with removal of vaginal mesh tvt sling in 2012.